Event description:
It was reported that the patient had an arrhythmic episode that was not able to be terminated with therapy, however eventually self-terminated. Another right ventricular (rv) lead was implanted to prevent this in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.